Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. Bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (female gender, advanced age ¿ (B)(6) years, significant valvular calcification, obliterated / narrow sov) likely contributed to the annular rupture after pre bav and the subsequent bentall procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with an edwards balloon catheter. After bav, the blood pressure (bp) increased properly with no presence of pericardial effusion. During valve alignment, the patient became hypotensive and transesophageal echocardiography (tee) showed a rapid increase in pericardial effusion. An annular rupture was diagnosed prior to the sapien 3 valve deployment. The commander delivery system and undeployed sapien 3 valve were withdrawn. The cardiac tamponade was not resolved by pericardiocentesis, so the patient was placed on cardiopulmonary bypass (cpb) and a bentall procedure was performed. The native annular valve area measured 438.0mm2 by CT. ¿significant¿ (moderate) valvular calcification, moderate aortic root calcification was reported. The sov diameter measured 29.0mm and was reported to be ¿narrow¿. Per medical opinion, the narrow sov and significant calcification caused the annular rupture. The bav catheter, the delivery system and undeployed valve were discarded by the facility following the procedure.